Manufacturer narrative:
Event problem and evaluation codes: the device was returned. Gross visual examination revealed distal tip of needle was bent and twisted as reported. The outer cannula was not broken into pieces as suggested. No functional testing could be performed on the device. The root cause of bent needle is unknown. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported during an eviva breast biopsy procedure (exact date unknown) the physician had difficulty turning the disposable needle during sampling. As the procedure continued, the physician tried to obtain more samples "without much success". The patient started to bleed and the "radiologist attempted to remove the needle to then insert the clip, however the needle would not come out". The radiologist had to apply more force to get the needle out of the patient. When the needle was out, it was noted to be "bent and appeared to be broken off".